Event description:
It was reported by the pt's physician's office that the pt presented to the office today and his "wire has been poking out of his neck for the last week." The pt had recently undergone a revision surgery. There was no reported infection, swelling, or redness; also, the device was stated to be properly functioning with normal diagnostic readings (no specifics available). The pt subsequently had surgery to have the lead placed back inside of his neck. There was no mention of trauma to the pt prior to the event. Attempts for further info have been unsuccessful to date.